Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens -11.00/1.5/72 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to address low vault but it did not stabilize the vault. On (B)(6) 2022 the lens was explanted and the problem resolved. "Next operation date undecided" was reported. See MFR # 2023826-2022-04047 for claim against the initial lens.

Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(6).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).